Manufacturer narrative:
G4:16mar2021. B4:02apr2021. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The fse was unable to duplicate the customer issue. Since the serial number is part of the affected field change order, the fse replaced the power management pcba.. The unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device will not power on and is alarming constantly. The customer reported there was no patient involvement at the time the issue was discovered.